Manufacturer narrative:
Follow-up info was received on (B)(4) 2013 in the form of qa (quality assurance) investigation summary. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Date is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continued to monitor adverse events to determine if corrective action is required.

Event description:
Solid, swollen left knee and leg [joint swelling]. Device misuse [device misuse]. Case description: spontaneous report was received on (B)(6) 2013 from a female pt (age not provided), initials (B)(6), with osteoarthritis of knee .the pt's medical history was significant fro bakers cyst on the back of her knee that had erupted, very swollen leg and knee (swelling was soft and subsided after some time). On (B)(6) 2012, the pt received treatment with synvisc (hylan g-f 20) injection, at a dose of 06 ml, once, route not provided, (device misuse). The lot number of synvisc was not provided. On (B)(6) 2012, one month later, the pt developed "solid swollen left knee and leg". On (B)(6) 2012, the pt recovered from the event. Concomitant medications were not provided. The intensity for the event was not provided. The reporter did not provide the relationship between synvisc and the event. Follow up info was received on (B)(6) 2013 from a physician updating pt's medical history, event info and clinical course which upgraded the case to serious (as the pt received a steroid injection). The pt's medical history was significant for moderate osteoarthritis of left knee (since 04 years) with prior effusion, joint narrowing and osteophytes present. The synvisc was administered via intra-articular route. The event of "solid swollen left knee and leg" was treated with a corticosteroid (unspecified) injection. The intensity of the event was moderate. The physician assessed the causal relationship between the event and synvisc as possible. The physician reported that the possible precipitating factor was the pt's underlying disease of osteoarthritis.